Event description:
It was reported that the patient stated that he had a shortened recharge interval than expected. The plan was to change out the existing implantable neurostimulator (ins) and possibly the leads. The reporter was notified of the event on the day of battery replacement so she had very little information. The reporter saw the patient in pre-op and attempted to read the implantable neurostimulator (ins) and was not able to. During the procedure the ins was replaced and the impedances were checked and all of them were normal. In recovery the patient was programmed up perfectly and stated that she had never gotten coverage that good before.

Manufacturer narrative:
Concomitant medical products: product ID: 355531, lot# n283972, implanted: (B)(6) 2011, product type: screening device. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).